Event description:
It was reported that a balloon burst occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified middle left artery descending (lad) artery. The 12mm x 2.50mm nc quantum apex balloon catheter was advanced to predilate the lesion. The first inflation was performed at 14 atmospheres and on the second inflation, the balloon ruptured at 18 atmospheres. The device was successfully removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a nc quantum apex balloon catheter with a nc quantum apex shelf box and carrier tube. The batch number on the packaging and device matched the reported batch. The balloon was loosely folded. There were multiple hypotube kinks. Functional testing was performed by connecting an inflation device filled with water to the hub. The device was inflated to the rated burst pressure for 5 minutes. The catheter maintained constant pressure and there was no indication of any leaks or other anomalies. Inspection of the remainder of the device presented no damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that a balloon burst occurred. The (B)(6) stenosed target lesion was located in the moderately tortuous and moderately calcified middle left artery descending (lad) artery. The 12mm x 2.50mm nc quantum apex (tm) balloon catheter was advanced to predilate the lesion. The first inflation was performed at 14 atmospheres and on the second inflation, the balloon ruptured at 18 atmospheres. The device was successfully removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status is good.